Manufacturer narrative:
An investigation into the reported event has been initiated under (B)(4). Once the investigation has been completed, a follow up report will be submitted with the investigation results and any actions taken by the manufacturer. E1 telephone number: (B)(6). G2 country: south africa.

Event description:
It was reported that during surgery the device is harvesting uneven skin grafts. There was no patient impact or delay reported. An alternate device was utilized to complete the procedure. Due diligence is complete and there is no additional information available.

Event description:
This MDR is a duplicate of 0001526350-2025-01032. The initial report was created in error and should be voided.

Manufacturer narrative:
This MDR is a duplicate of 0001526350-2025-01032. The initial report was created in error and should be voided. This MDR is being filed to relay additional information. The following sections were updated/corrected: b4, b5, d2, d4, g2, g3, g6, h1, h2, and h11.